Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2018; 310c27 tissue valve, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was reprogrammed and later revised during a planned coronary artery bypass graft /mitral valve replacement procedure. It was reported that during this procedure the physician inadvertently repositioned the right ventricular (rv) lead in the right atrium and the dislodged right atrial (ra) lead was consequently repositioned to the right ventricle resulting in lead reversal in the header. A subsequent procedure was performed to correct the lead position in the header and the leads remain in use. No patient complications have been reported as a result of this event.